Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the titanium implantable port, groshong single-lumen, 8f. Post the procedure on (B)(6) 2025, during removal of the cip, it was noted that the catheter was ruptured and separated. The catheter was removed. Reportedly, in a post-removal chest x-ray, it was further reported that a piece of catheter had moved into the right heart chamber. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using a titanium port. On (B)(6) 2025, during removal of the cip, the catheter was found to be ruptured and separated. The catheter was removed the same day. A post removal chest x ray revealed that a fragment of the catheter had migrated into the right heart chamber. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the back side of implanted port with attached catheter. Complete break and separation were noted on the distal end of catheter and within the cath lock. Therefore, the investigation is confirmed for the reported fracture and material separation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.